Event description:
It was reported that during a peripheral treatment procedure, blood clotting occurred within the introducer sheath. The target lesion was located in the lower femoral artery. A 30 to 40 minutes into the procedure, the physician noticed blood clotting inside the super sheath introducer sheath 5 fr x 11 cm. The physician removed the sheath from the patient and flushed the sheath with saline until the clot was removed. The physician then inserted the sheath back into the patient to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).